Manufacturer narrative:
The device was not returned to medtronic. (B)(4). Title: accidental stent fracture due to chest trauma after percutaneous melody valve implantation authors: sven hormann,walter knirsch, and oliver kretschmar citation: european heart journal e-publish 2013 feb 1 (doi:10.1093/eurheartj/eht025).

Manufacturer narrative:
Conclusion: no device was returned, and no unique device identifier numbers were provided. Without this information a review of the device history record could not be performed, and no root cause could be identified.

Manufacturer narrative:
Additional information received reported the model/serial number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a (B)(6), male patient with severe right ventricular (rv) to pulmonary artery (pa) homograft stenosis was successfully implanted with a medtronic pulmonary bioprosthetic valve (model/serial not reported). Two years later, the patient was struck in the back by a rubber tire while playing at a pool, resulting in back and chest pain, general weakness, nausea, and a syncopal episode. Echocardiography revealed severe pulmonary valve stenosis with a narrowed lumen. Cardiac catheterization revealed severe rv-pa obstruction due to fractures of the valve stent struts leading to dynamic narrowing of the stent lumen. The valve integrity itself was not affected. In an intervention, a second medtronic pulmonary bioprosthetic valve was successfully implanted inside the old valve. Following the intervention the valve position and function were noted as excellent. No additional adverse patient effects were reported.